Event description:
Lung transplant pt on ECMO 42 days, r ij site secured w/ dacron graft, air entrainment alarmed, team unable to determine source, graft removed for inspection, revealed fracture of cannula, air entered circuit, patient unable to be resuscitated.